Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is seroma.

Event description:
Patient reported breast nodules and worry for the recall. Further reported was "hyperintense t2-weighted images, adjacent to the implants, representing fluid," "prominent folds in their contours," and "cysts." This is for the left side. The device remains implanted.